Event description:
In 2007, I received a very heavy shock which raised me off the mattress and woke me. Next day, I called the lab that takes my phone line check of the difib unit and they reported to me that no fast heart beat occurred at the time or day. Having rec'd the letter from medtronics I realized it was a shock from the lead. -I am assuming since no other cause seems likely. I am awaiting a letter from the dr as I was told he will be sending out info. Diagnosis or reason for use: irregular heart rate quite often. Event abated after use stopped or dose reduced: yes.